Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed insulin excessively alarmed no delivery. Customer's blood glucose reading was in the high 200's (mg/dl). Customer reported that the issue remained unresolved after multiple infusion set changes. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.